Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to difficulty pumping and deflating.

Manufacturer narrative:
A titan touch pump, reservoir, and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the lockout valve of the reservoir. Testing revealed this to be a site of leakage. The separation appeared smooth, indicating contact with sharp instrumentation. No visual or functional abnormalities were noted with the pump or cylinders 1 and 2. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the lockout valve of the reservoir occurred subsequent to the device packaging being opened. While the expected use of this device combined with the observed separation may have resulted in fluid loss and difficulty pumping and deflating, quality is unable to determine whether the separation occurred during the implant or explant procedure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4949401. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, the device was explanted due to difficulty pumping and deflating. Additional information indicated the physician stated the device was explanted because the implant had started to erode as the patient kept inflating it all the time. The physician did not believe there was a mechanical problem.

Manufacturer narrative:
A titan touch pump, reservoir, and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the lockout valve of the reservoir. Testing revealed this to be a site of leakage. The separation appeared smooth, indicating contact with sharp instrumentation. No visual or functional abnormalities were noted with the pump or cylinders 1 and 2. Examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because quality's examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4949401. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the lockout valve of the reservoir occurred subsequent to the device packaging being opened. In addition, based on the information received from the tm and because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.